Event description:
The report states: the liner broken in-vivo. Loosening of the cup was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.